Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced 2-3 boxes of infusions set tube leakage event on (B)(6) 2024. Infusion set has been used for about 2 days. The blood glucose level was over 250-380 mg/dl. Customer replaced infusion set and resumed insulin successfully no further information available.